Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A trace effusion was noted prior to the procedure. The physician attempted transseptal at a mid/mid stick, but was unable to puncture through the septum throughout the first two attempts. The physician was getting stuck in the thick part of the septum and could not successfully cross through until the third attempt. On the third attempt, the generator setting was changed to two second constant, as opposed to the usual one second constant and transseptal was completed. When crossed through the septum, no effusion was evident. The physician gained access into the appendage with the pigtail successfully and crossed the watchman access sheath into the appendage for a contrast shot to measure out the appendage. A 31mm watchman device was attempted but after a couple of partial recaptures the physician wanted to upsize to a 35mm. When attempted to deploy a 35mm device, after a few recaptures the physician lost access of the appendage, did a full recapture and requested a new 35mm device. Due to tough anatomy (an anterior chicken wing), and after a few more recaptures, the physician decided to abort the procedure after recommendations of a new transseptal stick for a more optimal trajectory into the appendage. An effusion sweep was performed and on transesophageal echocardiogram (tee) more effusion was noted (more than the trace we noted at baseline). The physician then performed a transthoracic echocardiogram (tte) , and noted no change as well. The patient then proceeded to go to holding for recovery. During recovering, it was noted the effusion had gotten worse and performed a pericardial effusion tap to drain the excess blood. The patient has fully recovered and doing well and discharged from the hospital. The device is not expected to be returned for analysis. The patient was under oral anticoagulation (oac) at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.